Manufacturer narrative:
Based off of previous complaint investigation (B)(4), the failure alleged in the complaint record was not confirmed during the product investigation. Alleged failure: ccu does not give image on sdc or go direct to the sdc. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to replicate the problem in-house. Most provable root cause could be the sdc or cables related issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loss of image. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a loss of image. The procedure was completed successfully.